Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb), hematocrit (hct) and platelet (plt) results that were generated by the coulter act 5diff autoloader hematology analyzer. The customer indicated that a pt sample was tested for hgb, hct and plt and the results were: hgb 5g/dl, hct 15.7%, and plt 91 x 10 to the power of three cells/ul. The results were transmitted to the lab info system (lis), but the customer noticed them before they were reported out to the doctor. The pt sample was re-tested for hgb, hct and plt and correct results were obtained (hgb 13g/dl, hct 38.7%, and plt 199 x 10 to the power of three cells/ul). The customer indicated that the sample was re-tested for hgb, hct, and plt approx 10 more times and results were all correct. Data from the account has been requested on several occasions; however, it has not been received. Based on available info, there was no affect to pt treatment attributed to or connected with this event.

Manufacturer narrative:
The customer runs qc daily and qc was assayed before and after the event. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse performed an adjustment and extended cleaning to the instrument. The fse reran all specimens from the same day, and obtained results without flags. The fse verified repair per established procedures; the results meet published performance specifications. As of 10/03/2006, no further incidents of erroneous results have been reported from this account. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.